Event description:
A report received from germany stated an 840 ventilator experienced an erratic graphical user interface (gui) display. The device was not being used on a pt when event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui printed circuit board (pcb) and the backlight assembly. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt) according to MFR specifications. (B)(4).